Manufacturer narrative:
As no further information is available at this time, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this patient experienced a syncopal event upon data review during routine follow up. The device data was not able to determine the cause of the syncopal event. Boston scientific technical services discussed it appeared as though it was not a ventricular event due to the displayed event boxes. This device remains in service. No adverse patient effects.